Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements and measurements were currently out of range at 138 ohms. There was no indication of noise or oversensing on the presenting electrogram (egm). Technical services (ts) reviewed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements and measurements were currently out of range at 138 ohms. There was no indication of noise or oversensing on the presenting electrogram (egm). Technical services (ts) reviewed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms, measurements trending in the 130-140 ohms range. Technical services (ts) discussed troubleshooting options, recommending 41j testing to determine the delivered shock impedance. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements and measurements were currently out of range at 138 ohms. There was no indication of noise or oversensing on the presenting electrogram (egm). Technical services (ts) reviewed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms, measurements trending in the 130-140 ohms range. Technical services (ts) discussed troubleshooting options, recommending 41j testing to determine the delivered shock impedance. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this right ventricular (rv) defibrillation lead was scheduled for extraction due to the previously reported high out-of-range shock impedance measurements. Pacing and sensing were stable, and rv threshold was 1.3v @ 0.4 ms from the last office visit in september, with no evidence of lead noise at that time. The rv lead was successfully explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Correction to h10: duplicate medwatch report # 2124215-2024-81116 was identified. Correction to h6: patient coding updated to included suspected lead calcification, which was believed to have caused/contributed to the gradually increasing shock impedance measurements that were out of range.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements and measurements were currently out of range at 138 ohms. There was no indication of noise or oversensing on the presenting electrogram (egm). Technical services (ts) reviewed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms, measurements trending in the 130-140 ohms range. Technical services (ts) discussed troubleshooting options, recommending 41j testing to determine the delivered shock impedance. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this right ventricular (rv) defibrillation lead was scheduled for extraction due to the previously reported high out-of-range shock impedance measurements. Pacing and sensing were stable, and rv threshold was 1.3v @ 0.4 ms from the last office visit in september, with no evidence of lead noise at that time. The rv lead was successfully explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Correction to h10: duplicate medwatch report # 2124215-2024-81116 was identified. Correction to h6: patient coding updated to included suspected lead calcification, which was believed to have caused/contributed to the gradually increasing shock impedance measurements that were out of range. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual examination confirmed that the lead was returned in two segments severed approximately 63 millimeters (mm) from the terminal end with a total approximate length of 465 mm and some segments missing. Visual examination of the lead noted calcification of body fluids on the distal shocking coil and lead tip. Analysis determined that the increased impedance measurements may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements and measurements were currently out of range at 138 ohms. There was no indication of noise or oversensing on the presenting electrogram (egm). Technical services (ts) reviewed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms, measurements trending in the 130-140 ohms range. Technical services (ts) discussed troubleshooting options, recommending 41j testing to determine the delivered shock impedance. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this right ventricular (rv) defibrillation lead was scheduled for extraction due to the previously reported high out-of-range shock impedance measurements. Pacing and sensing were stable, and rv threshold was 1.3v @ 0.4 ms from the last office visit in september, with no evidence of lead noise at that time. The rv lead was successfully explanted and replaced. No additional adverse patient effects were reported. Product return was requested.